Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer was attempting to issue gabapentin 100 mg, but the drawer would not open because the issue button was missing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user attempted to issue medication, but the drawer would not open because the issue button was missing. A technical support specialist (tss) relaunched the application, then the user was able to successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.